Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to a body scanner. The insulin pump alarmed motor error in multiple instances. Customer's blood glucose level was 400 mg/dl. The customer was able to fill the tubing. The displacement test and manual prime were successful and the motor error alarm did not recur. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarms were noted. The pump was unable to prime during prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The motor was tested outside of the device and it passed. The pump had minor scratches on the display window, a scratched case and a cracked reservoir tube lip.